Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: 5076-52, lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was a systemic infection. The organism was identified as p. Aeruginosa bacteremia. The implantable cardioverter defibrillator (ICD) system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.